Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 short port black inflation valve dislodged, causing the balloon to deflate. A three way stopcock was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was received on (B)(4) 2010, and maquet performed the investigation. Visual inspection revealed that there were no non-conformities with the inflation valve. The balloon was then inflated with 25cc of air. The balloon inflated asymmetrically, and upon removal of the syringe, the balloon remained inflated and the black inflation valve did not dislodge. Based upon these findings, the failure mode "inflation valve dislodged" is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).